Event description:
V-loc180 ref no. Vloca208l lot no.n3b0267y expiration date 2026-01-31 was being used and broke in vaginal cuff of patient. Md ordered x-ray. X-ray showed broken part of suture in vaginal cuff. Md reentered vaginal cuff and found broken piece of suture. Another x-ray was obtained to ensure broken suture was completely removed.